Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) said their controller would not take a charge. Patient services specialist (pss) walked pt through ensuring that the controller would power on from ac power, and green light on controller was flashing. Pt then started a recharging session of their ins and had recharging excellent (controller battery 90%, ins in the red, pt saw the battery empty recharge ins screen (79)). Pss had reviewed to allow the ins to recharge completely however, pt said that they had been trying to recharge their ins for the last 3 hours with excellent recharging quality and the ins battery had not increased. Pt inspected the recharger telemetry module (rtm), battery, and battery compartment; pt said they all looked good. Pt said the rtm does not get hot while recharging. Pt mentioned that they had tried to previously reset their controller which did not resolve their issue. Pt called back and stated that she received the new rtm cord but she is still having the same issue. Pt stated she has been charging for 2 hours and her ins battery has not increased and she is showing excellent charge quality. Pt stated her controller battery is decreasing in charge. Additional information was received. Patient reported they were still having issues recharging the ins battery. Pt stated that she is not able to connect to charge the ins with either rtm cord. Pt will see "recharging excellent" but her ins battery is still empty in the red and she has been trying all day. Pt stated that she has 2 rtm cords and neither are working. It was reviewed that one of the cords is the same one she called about back on (B)(6) 2021 and they must have sent back the new cord.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the device, model # 97755, s/n (B)(6), revealed controller won't power on when recharger telemetry module (rtm) is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.